Event description:
T1 deployed after multiple attempts, t2 would not deploy even with force after the t and delivery device were removed from the operative site. Non absorbable fast fix used in place of an absorbable.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)